Event description:
During product evaluation, the pump's main batteries were found to be depleted. There was no patient injury or medical intervention necessary according to the hospital representative.